Event description:
It was reported that a small volume intermate was being filled with an unknown drug when the balloon burst. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot manufactured from 10/14/2014 to 10/17/2014. The device was received for evaluation. Visual inspection noted the bladder of the device was ruptured. Microscopic inspection identified a mark on the exterior of the bladder near the rupture line. The cause of the condition could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.